Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer loaded and resumed insulin prior to contacting technical support, with no prior reports of similar issues with the pump serial number.